Manufacturer narrative:
Please not that the phone number for the initial reporter /section e is : (B)(6). The product was not returned for inspection. During a percutaneous transluminal angioplasty (pta), the 150cm. Saber 4mm. X 4cm. Balloon catheter (bc) ruptured. There was no reported patient injury. The target lesion was reported to have no major calcification. Additional information has been received. There were no other product issues noted either at the account or after the procedure. The procedure was completed successfully. There is no patient medical history reported. The intended procedure/target lesion is not reported. The target vessel/lesion location is not reported, but it is described as a bit calcified, no tortuosity, with percentage of stenosis not reported. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). It is not reported what contrast media was used, or contrast to saline ratio. The type and brand of inflation device was not reported. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never ever in an acute bend. The balloon inflated normally. The maximum inflation pressure was not reported. The balloon did not seem to ¿stick¿ to a stent (if being used for post-dilation). The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was not returned for analysis. A device history record (DHR) review of lot 17425944 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of some calcification and an unknown rate of stenosis may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please not that this is the initial/final report.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 150 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured. There was no reported patient injury. The target lesion was reported to have no major calcification. The product was discarded and therefore not available for return. Additional information has been received. There were no other product issues noted either at the account or after the procedure. The procedure was completed successfully with a non-cordis balloon. There is no patient medical history reported. The intended procedure/target lesion is not reported. The target vessel/lesion location is not reported, but described as a bit calcified, no tortuosity, with percentage of stenosis not reported. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). It is not reported what contrast media was used, or contrast to saline ratio. The type and brand of inflation device was not reported. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never ever in an acute bend. The balloon inflated normally. The maximum inflation pressure was not reported. The balloon did not seem to "stick" to a stent (if being used for post-dilation). The balloon catheter did not kink while being used. The balloon catheter was removed easily.